Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinic received a remote transmission for high atrial pacing lead impedances (pli). Review of the transmission showed an abrupt jump in pli. Atrial noise reversions were also noted. The ra capture threshold had increased as well. There was concern that the ICD may have some type of problem on the ra connector or channel. Both ICD and lead were explanted and replaced. The patient was asymptomatic prior and during the surgery and was in stable condition after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.